Event description:
New information received indicated that following the battery performance alert (bpa) advisory, a bpa was received by the clinician.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency room in bradycardia. Upon interrogation, the implantable cardioverter defibrillator exhibited loss of pacing with no pacer spikes noted. The device was explanted and replaced on (B)(6) 2018. Patient was stable.

Manufacturer narrative:
The reported event of loss of pacing was determined to be due to premature battery depletion. No sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.